Event description:
The customer stated they received a blood glucose result of 355mg/dl and called paramedics. 30 minutes later, paramedics received a result of 179mg/dl. The customer was given an IV with metformin and antibiotics. They were taken to the hospital where an x-ray was taken. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.